Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely reported results was user error. An incorrect stm alignment by the operator lead to the wrong tube being sampled for each patient. A dade behring field service representative was dispatched to the account and corrected the alignments. The instrument is performing within specifications.

Event description:
Approximately 50 patient samples were incorrectly resulted. Results were reported to the physicians. It is unknown if any of the patients were treated or if there was any adverse health consequences, as a result of the incorrectly reported results. Analysis of the instrument and instrument data indicate that the cause for the falsely reported results was user error. An incorrect stm alignment by the operator lead to the wrong tube being sampled for each patient.